Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had to charge it 3 times, and the battery was dead on the morning of (B)(6) 2017. The patient stated they had been charging every day or every other day, but it started going down fast and it was down to 50% when the patient charged 3 hours before that. The patient stated they use program a, b, and c because they were trying to see which program they like best. The patient had been using program c, but wanted to try program b. They couldn¿t feel anything with it except in their right foot, so they went back to program c. After that, the battery was almost empty so they charged it again. The patient said they woke up in the middle of the night and their leg was hurting and they found the battery was down to 50 percent again. The leg pain was reported as sudden. The patient said the battery was charging, but they wanted to know why it was depleting so fast. The patient saw a manufacturer¿s representative (rep) on (B)(6) 2017 and they had their programs set up, but the issue wasn¿t present at that time and it was just the initial programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jan-20. The rep stated that the patient prefers high frequency programs which cause the battery to deplete faster. The cause of the battery being dead, depleting rapidly, and having to recharge frequently which led to their sudden leg pain was due to their high frequency programming with high amplitude. The battery still depletes at the same rate due to the patient frequency and amplitude. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event.